Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomed who revealed that burn marks/charring was identified on two circuit boards, lp955 and lp956, while examining the unit. The biomedical engineer indicated that the lp955 and lp956 circuit boards and the blood pump were replaced to resolve the issue. Following the part replacements, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR report will be submitted upon completion of this activity.

Event description:
A user facility reported that a 2008t hemodialysis (hd) machine generated arterial pressure alarms in dialysis mode. There was no patient connected to the system at the time of the incident. Follow-up information was provided by the biomed who revealed that burn marks/charring was identified on two circuit boards, lp955 and lp956, while examining the unit. The biomedical engineer indicated that the lp955 and lp956 circuit boards and the blood pump were replaced to resolve the issue. Following the part replacements, the system was restored to full functionality. Functional testing performed by the biomed confirmed the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were made available for manufacturer evaluation as the replaced components were discarded by the user facility.